Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and during service vibration was noted. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service, it was noted that the device had vibration. It is unk if the device being used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.